Event description:
Adverse event(s): "no patient harm, no outcome issues" (no consequences or impact to patient). Product problem(s): "eye tracker takes longer to capture the pupil on some patients" (sensing intermittently). A technician reports the eye tracker takes longer to capture the pupil on some patients. Information indicates surgeries had not begun and patient outcomes were not affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).